Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that rm03 was seen. The patient was charging his neurostimulator (ins) and the patient programmer (pp) stopped charging the ins and showed rm03 code. Patient tried resetting the pp and it did not resolve. Troubleshooting occurred during the call and the issue was resolved. Patient stated he did not wait when he reset it prior to the call. Patient then re-inserted battery and the pp showed stim was off. Patient turned stim back on and plugged into the recharger. The code no longer came up and patient was able to successfully charge. Pp showed 80% and ins was at 80%. No further complications were reported/anticipated.

Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ if information is provided in the future, a supplemental report will be issued.